Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: on the basis of juristic requirements we have to get the personal request by the surgeon as a step of safeguard. Unfortunately we did not receive a consent. An official release is missing for the investigation of the product. For this reason, we returned the product for our discharge without examination. Result: we can exclude a defect at the time of release. The valves met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that there was an issue with fv433t -progav sys w/sa 15 a.control reservoir according to the complainant, the valve was believed to be not adjustable. The valve was explanted and returned to the manufacturer for evaluation. Further details were not provided.